Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the heater cooler had leaky nylon fittings. Two of the fittings were replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.